Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited very loud beeping with numbers on the screen. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an inoperable mainboard, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.